Event description:
Possible intermittent t-wave over sensing on current egm, resulting in less bi-v pacing % at times. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).